Event description:
Information received by medtronic indicated that the customer was hospitalised due to diabetes ketoacidosis and hyperglycemia with a blood glucose value of 614 mg/dl at the time of the event. The customer was treated with an intravenous infusion drip. Troubleshooting was performed, and it was found that the customer was using the insulin pump within 48 hours of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.